Event description:
The customer reported approximately 200 ml taxol extravasation to right hand and the device did not alarm for occlusion. The event occurred in the outpatient infusion center. The patient was sent home with doctor's orders to keep arm elevated and ice hand due to local irritation. The patient was admitted to the hospital on (B)(6) 2014 due to increased edema and redness which spread from the right hand to the right elbow. The doctor ordered vancomycin and to keep arm elevated. The patient was discharged home on (B)(6) 2014 with antibiotic bactrim ds. The customer retorted the patient is doing well and will have no long term effects due to the extravasation. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Customer states product will not be returned because the device was not sequestered. No failure investigation could be performed. Root cause of the customer's experience could not be identified, however the pump is neither designed nor intended to detect infiltration and does not alarm under infiltration conditions. This was discussed with the customer.